Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with chest pain, syncope, tunnel vision, and palpitations. Dislodgement and loss of pacing were suspected for the right atrial lead. The patient was then admitted to the hospital for further evaluation. Chest x-ray showed that the atrial lead was in place and had not dislodged. The device pacing mode was reprogrammed to address the loss of right atrial pacing. The patient was discharged.